Event description:
Implants: allergan style 15 natrelle classic round smooth gel silicone-filled breast implant 421 cc implanted: (B)(6) 2011 by dr. (B)(6) right- ref 15-421, sn (B)(4), left- ref 15-421, sn (B)(4), I had chronic fatigue, joint pain, hand pain, bloating/digestive issues, hormonal weight gain, blurred and declining vision, noticeable loss of collagen/elasticity in my skin, early menopause, achy and swollen glands, nodules in my breast, armpit and leg, heart palpitations, overly sensitive nipples, a skin sore on one of my nipples, shortness of breath, uncomfortable tightness/pressure in my chest, pulling/aching/ burning feeling in my inner rib cage, gout, vertigo, executive function/ "brain fog" issues, adrenal fatigue, etc. Then came the positive ana test, diagnosis of lymphocytosis (elevated white blood count), and the diagnoses of autoimmune diseases of sojgrens syndrome, and raynaud's syndrome. My primary care md sent me to specialists; a rheumatologist, and a hematologist/oncologist, to try and figure out what was going wrong with my health and why I had all these chronic inflammation symptoms validated by bloodwork. Meanwhile I was exercising and eating an extremely healthy organic diet. I got certified as a health coach by (B)(6). I read scientific research studies on chronic inflammation, causes of disease, and ways of preventive medicine. I delved into foods as medicine and became a true believer in a whole food, plant based lifestyle. I had removed virtually all avoidable toxins from my life. At the time that I got my breast implants (roughly 9 years ago), I was (B)(6) with 3 healthy daughters. The youngest was (B)(6). I had finished breast feeding the last one, and didn't plan on having any more kids. I had breast fed all three of them pre-implant; 12 months for the first one, 14 months for the second, and 16 months for the third. My breasts were deflated and a bit lopsided by then and I decided that I could use a "mommy fix it boob job." I had lost all of the baby weight and was fit, skinny, and healthy. I weighted (B)(6). And am 6' tall. I was told that there could be risks of capsular contraction (hardening) or possible rupture with the breast implants but was never warned about a systemic chronic inflammation which leads to disease. If I could go back and change the decision to get breast implants, I definitely would. I regret putting my body into chronic inflammation by inserting toxic silicone breast implants made with 40+ harmful chemicals which have harmed me over the course of the 9 years I had them inside my chest. The silicone gel bled into my body's symptoms deteriorating my health. The systems I am referring to our respiratory, digestive, nervous, circulatory, endocrine, reproductive, immune, muscular, lymphatic and central nervous systems. The effects are cumulative and degenerative, increasing as the devices age and further break down. This is insidious because there is no known expiration date. I gained 10 lbs. Straight away from implantation which I now understand to be inflammation. Nine years later, I have gained 20 lbs. But while improving my diet and exercise. Over the past decade, the diastases of my abdominal muscles have ballooned to a permanently thick trunk (under my chest and above my belly button) from upper g.I. Intestinal digestive issues from the inflammation. The worse I felt, the more focused I became on improving my health. The reason for the inverse effect of an improved healthy lifestyle, diet and exercise while declining health is because I was fighting an uphill battle with the toxic chemical invasion of silicon breast implants. (Even saline breast implant sacs are made of silicone and have detrimental health issues.) My implants went into me nine years ago completely clear and very full. They came out a bright yellow color and had lost volume. Something must be done. Diagnosed with connective tissue disorder, sjogrens syndrome, raynaud's syndrome, lymphocytosis, unspecified lumps in right breast and right armpit, chronic swollen glands, lesion on right nipple, and pain in breasts. All attending doctors verify inflammatory reaction occurring. Breast implant illness. FDA safety report ID# (B)(4).